Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient¿s sensor was not working. It was noted the sensor was not remembering the amplitude adjustments. It was reported the patient¿s stimulation was increasing while they were in the upright position without any movement. It was noted reprogramming provided better coverage, but it was unconfirmed if the increasing stimulation was resolved. It was reported the patient would decrease stimulation to 3.8v from 4.5v, wait three minutes, and then check that the programmer still said 3.8v. It was noted stimulation would ramp up to 4.5v once the antenna was taken away. It was reported that adaptive stimulation was then turned off. It was reported the patient was happy with the adaptive stimulation being turned off.